Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient¿s family member that the patient had recently been shocked a few times and since then the patient has heard high/low tones from their chest/implantable cardioverter defibrillator (ICD). A follow-up with the patient's healthcare provider yielded that the patient received inappropriate therapy due to atrial fibrillation (af) with rapid ventricular response (rvr). The ICD was reprogrammed. The ICD remains in use. No further patient complications have been reported as a result of this event.